Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'error 345' was reproduced. A review of the event history log (ehl) revealed occurrences of 'system error 345 - thermistor disparity ' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty input/output printed circuit board (I/o pcb). The I/o pcb and shielding will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.